Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, t-wave post paced oversensing due to non-sustained oversensing was noted on the device. Programming changes are anticipated to take place and the patient was stable with no adverse consequences reported.